Manufacturer narrative:
(B)(4). This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. Without the device no conclusions can be made. We will continue to monitor for similar complaints.

Event description:
A wire guide was used in the normal manner, and when removed from the pt it was immediately noticed that there was a fracture in the curve of the wire guide. Determined to be high risk to pt. No adverse consequences to the pt.